Event description:
(B)(4). I began breaking out in hives all over my body. They continue to reoccur daily. Also around this time swelling and pain of my joints began. My periods are more frequent, terribly painful with very heavy bleeding and large clots. I also have a constant tenderness/soreness in my stomach that I have never had before essure.